Manufacturer narrative:
It was determined that software behavior described is tracked through test track - known anomaly determination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that confirmation with technical services (ts) that this is a known error in the software. The system has updated media io software installed. Used manual pull capability to get exams from imaging system to the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No further details regarding this issue, or specifically when it occurred, were provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure there was an error message. The site stated that were not sure if the error message was on the navigation system or the imaging system. There was a delay to the procedure of less than one hour while they waited for the scans to transfer. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the error message stated, "transfer error ¿ please ensure that the correct scan was sent.¿ this occurs when specific versions of software in the imaging system and the navigation system are installed.